Manufacturer narrative:
The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue for the lot. Trending review did not identify any trends for the product for the issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 28478be00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. The device history record review did not identify any non-conformances or deviations associated to the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, reagent lot 28478be00 was identified.

Manufacturer narrative:
The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue for the lot. Trending review did not identify any trends for the product for the issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 28478ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. The device history record review did not identify any non-conformances or deviations associated to the likely cause lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, reagent lot 28478ud00 was identified.updated the lot number in h10 section - addtl mfg narrative: from the incorrect lot number 28478be00 to the correct lot number 28478ud00.

Manufacturer narrative:
Patient identifier: sid (B)(6) ( different sample ids but same patient). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a (B)(6) female. The patient sample tested negative on another ia instrument (unknown method). The following data was provided (architect female cutoff is 15.6 pg/ml): on (B)(6) 2021 = 163.92 pg/ml / sid (B)(6)= 165 pg/ml / other immunoassay instrument = 0.03 ng/ml (reference range: 0-0.06 ng/ml). On (B)(6) 2021 = 197.7 pg/ml / other immunoassay instrument = 0.05 ng/ml. On (B)(6) 2021 = 192.2 pg/ml. Additional laboratory testing provided: myoglobin: architect reference range: 0 - 106 ng/ml / other ia reference range: 20 - 65 ng/ml. Sid (B)(6) = architect myoglobin = 143.6 ng/ml / other ia instrument result = 85 ng/ml. Sid (B)(6) = architect myoglobin = 93.2 ng/ml / other ia instrument result = 52 ng/ml. Ck-mb: architect reference range: 0 ¿ 3.4 ng/ml / other ia reference range: 0 ¿ 6.3. Ng/ml. Sid (B)(6) = architect result = 7.6 ng/ml / other ia instrument result = 8.6 ng/ml. Sid (B)(6) = architect result = 6.1 ng/ml / other ia instrument result = 6.6 ng/ml. There was no impact to patient management reported.